Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2019. (B)(4). Device evaluation: the product was returned to the manufacturing site for evaluation. A visual inspection shows the lens was cut in half, most probably to aid in explant. Based on the condition of the return, further analysis is not possible. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed no other complaints for this production order were received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis monofocal intraocular lens (model zcb00 +21.5 diopter) was explanted from patient¿s right eye because of patient experiencing refractive error myopia. There was no incision enlargement, no vitrectomy and no sutures required. Reportedly another lens with same model and lower diopter of +20.5 was used as replacement for the patient. Patient was doing fine. No further information provided.